Event description:
As reported by the exactech truliant knee clinical study, approximately 3 years post op the initial tka, this 51 y/o female patient is being revised on (B)(6) 2022 due to pain. The patient has done extremely well, in the first couple years, however is currently having progressive and very uncomfortable pain in the peripatellar area causing effusion and fluid production in the knee. This is also associated with apparent crepitus which has been largely relieved with previous cortisone injections but these are only temporary lasting. Synovectomy and patellar debridement with possible patellar component revision. The case report form indicates this event is unlikely related to devices and possibly related to the procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported by the exactech truliant knee clinical study, approximately 3 years post op the initial tka, this 51 y/o morbidly obese female patient is being revised on (B)(6) 2022 due to pain. ¿the patient has done extremely well, in the first couple years, however, is currently having progressive and very uncomfortable pain in the peripatellar area causing effusion and fluid production in the knee. This is also associated with apparent crepitus which has been largely relieved with previous cortisone injections, but these are only temporary lasting. Synovectomy and patellar debridement with possible patellar component revision.¿ the case report form indicates this event is unlikely related to devices and possibly related to the procedure. This event report was received through clinical data collection activities. No additional information.

Event description:
As reported by the exactech truliant knee clinical study, approximately 3 years post op the initial tka, this 51 y/o morbidly obese female patient is being revised on (B)(6) 2022 due to pain. ¿the patient has done extremely well, in the first couple years, however, is currently having progressive and very uncomfortable pain in the peripatellar area causing effusion and fluid production in the knee. This is also associated with apparent crepitus which has been largely relieved with previous cortisone injections, but these are only temporary lasting. Synovectomy and patellar debridement with possible patellar component revision.¿ the case report form indicates this event is unlikely related to devices and possibly related to the procedure. This event report was received through clinical data collection activities. No additional information.